Manufacturer narrative:
H3: disposition - revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be moved to factory service. Assy, o2 module w-neb ferrite to be replaced. Replace material as required, rework to current configuration, recalibrate, and retest per specifications and standards.

Event description:
Additional information received indicates that the ventilator was returned and evaluated in the fa lab. The reported complaint was verified and duplicated. This is isolated to incorrect maintenance and device misuse with the 3 screws on the o2 inlet port which were not torqued to specifications and the damaged o-ring causes the leak from the o2 blender module.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: the reported complaint was verified and duplicated. This is isolated to incorrect maintenance and device misuse with the 3 screws on the o2 inlet port which were not torqued to specifications and the damaged o-ring causes the leak from the o2 blender module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that revel ventilator is coming in due to leak around the o2 connection. Customer tried multiple hoses with no success. No patient harm.